Event description:
It was reported that at initial recharge session/training with the MFR's representative, the pt was unable to recharge. No matter where the recharger was positioned or where the recharger head dial was turned, they could not establish a connection with any coupling bars. They would get a set of 8 empty boxes showing a week coupling, then within a minute, it would change to a "no connection" screen. Multiple locations and angles were tried. A second recharger was tried with similar results. The device was very superficial (no more than 1 cm below the skin) and could be easily palpated. Two sets of x-rays were done which confirmed the device was facing the right way. It was noted that the device had been successfully recharged prior to implant, while still in the box. The pt was receiving good therapy. The pt was able to turn the device on and off with the recharger. The stimulator was removed. The stimulator will likely be replaced at a later date. The decision was made not to replace the stimulator at the time due to risk of infection. The pt recovered without sequela.

Manufacturer narrative:
Final neurostimulator analysis revealed no anomaly found, the ins was functionally ok. Recharge was attempted using a recharger and received good coupling (8 bars) throughout the recharge time. The steps were repeated every hour. Received good coupling every time. It was not possible to duplicate the issue with recharging the device. Final analysis of the lead revealed all wires were cut and the distal end was not returned. The lead was ok, but cut through (suspected explant damage). Final device analysis of the ipg plug revealed no anomaly found.